Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10, adding the therapy date, information was inadvertently not included on the initial medwatch. D8 information was inadvertently checked on the initial medwatch, the device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported phenomenon occurred due to a cable damage or connection failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a diagnostic procedure using the video system center while being connected to the display monitor, the entire liquid crystal display (lcd) screen went gray while testing. When the customer checked the cable connection, the screen appeared. The same issue occurred even when the scope was not connected. It appeared that the settings and wiring had not been changed. Also, no errors occurred before the display became grayed out. The intended procedure was completed with the same set of requirements. There were no reports of patient harm associated with this event.